Event description:
(B)(6) year old male with cardiomyopathy and congestive heart failure underwent implantable cardioverter defibrillator (ICD) for primary prevention. On postop check the atrial lead could not be interrogated, impedance was out of range. Chest xray revealed lead in good position. Pt was discharged with plans to return four days later for generator replacement. He then underwent ICD generator change with hematoma evacuation and pocket revision.